Event description:
Patient was implanted with a 32mm head and a 28x48mm liner, and was closed. The discrepancy was noticed on x-ray, and patient was taken back to surgery so the head could be changed to the correct size.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.